Event description:
This week the nurse, who tested the PICC bard, complained that patients are experiencing phlebitis. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon reviewing the event, it was determined that a reportable event had not occurred. The reported phlebitis was not associated with any other symptoms and no medical intervention was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
This week the nurse, who tested the PICC bard, complained that patients are experiencing phlebitis. No other information was provided.